Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type: recharger.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported the insr (recharger) was not charging. The caller reported the desktop charger (dtc) light was on and the metal pin seemed secure. It was reported the insr powers on but they had it plugged in for 3-4 days and the battery was not increasing. The caller has had this problem before. The patient was really shaking and reported this was because the implant battery was dead. Caller was transferred to repair. No further complications were reported as a result of this event.